Event description:
During the atrial fibrillation procedure, it was noted that the mapping catheter fractured at the tip and was not able to be removed from the patient. The catheter handle was cut off and a sheath was used to remove the rest of the catheter from the patient. All pieces were accounted for using fluoro or echo. The procedure was completed using a replacement catheter with no adverse consequences to the patient.

Manufacturer narrative:
One decapolar, inquiry steerable diagnostic catheter was received for evaluation. The catheter shaft was found to be stretched and the braiding was fractured beneath the shaft material. Further, the catheter shaft was found to be bent and kinked proximal to the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damage remains unknown.